Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade iii).

Event description:
Patient reported left side pain. Healthcare professional reported "breast is hardened, stiffness, with signs of capsular contracture baker grade iii¿. Patient reported "fear that the recall triggered last year... Afraid it will evolve into something worse". The device remains implanted.

Event description:
Patient reported left side pain, "breast is hardened, with signs of capsular contracture baker grade iii¿, "fear that the recall triggered last year", swelling, "patient cannot run anymore and cannot be touched due to pain/burning", " {implant are} time bomb", fear, insecurity, risk, early encapsulation, "the need arose to face a pandemic to get rid of pain swelling, weight, and risk of cancer", insomnia. The device remains implanted.